Manufacturer narrative:
The logs were reviewed and based on the review conducted, there is no evidence that the pump experienced a malfunction or failure. The complaint could not be confirmed.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels. Bg level was 70 mg/dl. Customer would consume glucose tablets to address the bg. Reportedly, one event the customer had to call 911; however no additional information was provided regarding the event. Recommendation was made to consult with a healthcare provider regarding diabetes management.